Manufacturer narrative:
The device lot history record review indicated no other non-conformities related to this lot, or reported event, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a 18f manta device was attempted for closure in the left subclavian artery following an axial impella case. Per the IFU ,the manta device is indicated for use in the closure of femoral arterial access sites for endovascular catheterization procedures. The physician mentioned the deployment depth measurement was inaccurate due to a large hematoma that was caused by the impella sheath. The manta device was deployed in the tissue tract and a surgical cut down was performed. The root cause of the tract deployment is speculated that the hematoma compromised the accuracy of the puncture depth determined during the puncture location procedure. However, due to insufficient information regarding the initial and deployment procedures, no angiograms submitted for investigative purposes, and no information regarding patient vasculature conditions, the root cause cannot be determined the following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician used 18f manta to attempt closure of an axial percutaneous ventricular assist device (pvad) case. Physician attempted closure on the subclavian artery. Depth measurement was inaccurate potentially due to hematoma formation caused by the pvad sheath. Surgical cutdown was required due to closure device being deployed in the tissue tract. Additional information received on 30aug2021: during a pvad procedure, ultrasound was used to gain access in the left subclavian artery. This procedural was done without sales representative present or aware of the case. The physician stated that there was a large hematoma at the pvad sheath access site, which caused the depth measurement to be off. Current patient condition is reported as fine.